Manufacturer narrative:
(B)(4). D10: concomitant medical products, part (lot): associated product information: -211218 (125640). -115313 (624810). -211244 (739250). -110027734 (136100). -211228 (480440). Associated product information, part (lot) -110031400 (64263046). -110031426 (64291230). Multiple MDR reports were filed for this event. Associated reports are available for the applicable concomitant products below in the d10 narrative. The customer has indicated that the product will not be returned to zimmer biomet for investigation as it remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that a patient entered clinical study upon revision of right rtsa with repair of commuted humeral fracture. Subsequently, the patient experienced ongoing pain with no identified implant abnormalities and received injection approximately 4 years post-implantation with resolution. Remains implanted at study completion.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. The following sections were updated/corrected: b4; b5; d2; d4; e1; e2; e3; g1; g3; g6; h1; h2; h3; h6; h10 the reported event is not confirmed. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Review of the device history record(s) identified no deviations or anomalies during manufacturing related to the reported event. Crfs were provided and reviewed by a health care professional. Review of the available records identified the following: persistent pain and muscle tenderness near cable fasteners. Xray/CT showed no hardware issues ; ot prescribed. Again ongoing pain, xray ¿ no hardware issues. Trigger point injection given. MRI ¿ negative. Symptoms gradually resolved without intervention. Study completion, remains implanted. A definitive root cause cannot be determined. If any further information is found that would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information is available at the time of this report.